Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump and cuff components were visually inspected and underwent leak testing. No visual damages nor abnormalities were found in neither of the components. Also, both components passed leak testing, and the pump performed within product specifications. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly. Two weeks later a revision surgery was performed, and upon examination a crack in the cuff component and in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly. Two weeks later a revision surgery was performed, and upon examination a crack in the cuff component and in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.